Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it, resolving the issue without further recurrence. The customer was advised to contact support if the malfunction reappeared and acknowledged these instructions.